Manufacturer narrative:
Pr# (B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to philips healthcare that during testing the device did not detect the paddle set or the therapy cable and test load. There was no pt involvement.